Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to the observation of oversensing and high capture threshold. A new rv was successfully implanted. No additional patient adverse effects were reported.